Event description:
It was reported that the ilet user attempted to insert a new inset infusion set without first cocking the applicator and the infusion set was deployed incorrectly. After instruction on proper insertion technique, the user applied a new set correctly and resumed insulin therapy. No reported symptoms or adverse clinical effects. Outcomes included restoration of insulin delivery after troubleshooting and education, with no alerts or alarms. Investigation included customer interview and troubleshooting focused on insertion technique and infusion set use. Investigation of this case revealed incorrect deployment of the infusion set due to user technique, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to insertion procedure.